Event description:
Information received from the field does not address the patient's clinical status but notes that a transtelephonic monitor check observed no magnet response. Interrogation of the device noted that it was in back-up mode. A software download was successfully performed. One month post down- load, the device had reverted to back-up mode. Therefore, the physician replaced the device.